Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report. Manufacturer report number # 2916596-2019-05242. Manufacturer report number # 2916596-2018-00587.

Event description:
It was reported that the patient was admitted for driveline infection from (B)(6). The patient came septic with fevers and chills. The driveline was treated with vacuum-assisted closure (vac) and targeted antibiotic therapy. The plan was to re-suture the wound after reaching negative cultures.

Event description:
It was reported the patient had driveline infection temporary with candida albicans in the driveline cultures on (B)(6) 2021. The adverse event was ongoing at the time the patient completed the study.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.